Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubies were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 rows d and e had failed, was unable to recover and not detected on the bus. A field service engineer (fse) found that drawer auxiliary 6 had rows d and e off the bus. The fse powered down the unit and reseated the row cable on the back of the drawer. After running diagnostics, all tests passed successfully. The customer inventoried medications in row d and confirmed there were no issues. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.